Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. ¿ rupture: observed, broken device assessed as surgical impact opening. Shell thickness was within specification). As per the investigation procedure crease, particle and non-penetrating nick was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a left side implant exchange due to patient concern with the product. Healthcare professional later reported rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side implant exchange due to patient concern with the product. Healthcare professional later reported rupture. The device remains implanted.